Event description:
Surgeon attempted to remove a non-functioning port-a-cath device, found it to be ruptured. He extracted port and small section of tubing. Found remainer located in vena cava. Remainder was removed by radiologist.